Event description:
Customer reports inconsistent inr results when compared to lab on 10 of 14 pts using a single hemochron signature / citrated pt assay with cancer pts. This report is for pt 1 of 14. New pt follow-up visit post hospitalization on coumadin for blood clots experienced excessive bruising. Pt's therapeutic range 2.0 - 3.0. Coumadin dose increased, sample sent to lab, and pt sent home. Subsequently, lab result at 5.1 inr and pt recalled - retested and coumadin dose readjusted. Retest: hemochron signature citrated pt 4.0, lab 6.2. Customer conducted a correlation study using an additional 13 pt results. Customer advised 9 of 13 were unacceptable correlations. Itc advised customer advise to discontinue use of instrument; customer agreed. No adverse event, serious injury reported.

Manufacturer narrative:
(B) (4). Add'l investigation info.: customer identified: daily eqc on instrument acceptable. Weekly normal and abnormal lqc acceptable. All pts on coumadin. Some pts additionally on lovenox. Aware that pt results may be affected by lovenox. Lovenox pts always tested through outside lab. MFR's method/results/conclusions ni - MFR unable to perform eval / investigation due to no product returned by user facility.